Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.530psi, which is outside the acceptable range of 22¿38 psi and during device testing, the infusion pump failed the ground resistance test, measuring 0.890ohm, which is outside the acceptable specification of less than 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.530 psi, which is outside the acceptable range of 22¿38 psi. During device testing, the infusion pump also failed the ground resistance test, measuring 0.890 ohm, which is outside the acceptable specification of less than 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains unknown. The device investigation is ongoing. No patient involvement was reported. CAPA-15 and CAPA-34 were initiated to investigate the root cause for these failure modes. Reference to complaint #: (B)(4).